Event description:
It was reported that stent dislodgment occurred. A 16 x 3.00 promus premier¿ stent was advanced to treat the target lesion. However, the stent was dislodged when the physician tried to pull back the stent on a calcified lesion. The procedure was completed with a 15x3 non-bsc stent after pre-dilation.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent damage occurred and not stent dislodgement as previously reported. The 90% stenosed target lesion was located in the severely tortuous and severely calcified 3rd segment of the right coronary artery(rca). When the physician was trying to cross the target lesion, the proximal strut got a little bit damaged. The physician removed the device together with the guide wire and the guide catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).